Event description:
Account alleged that fluid leaked through to the mattress.

Manufacturer narrative:
Technician found small holes in the ticking. Technician replaced the ticking, percussion/vibration cushion, head cushion, topper foam, sheer liner and fire barrier to resolve the issue.